Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports evaluation by dentist per safety notice noted severe anterior and posterior open bite due to patient only occluding on (B)(6). Patient is class ii with about 4-5 mm overjet. Max and mand teeth have still have mild crowding and misaligned. Dentist recommends discontinuing treatment to fix the malocclusion suspected as outcome of byte aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.